Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 10 and 4109. H6: results code was updated to 180. H6: conclusions code was updated to 4307. The reported device was received for evaluation. The reported condition of insertion tool stuck in implant was confirmed. Visual evaluation of the returned devices identified signs of use and dried blood and bone on the implant threads. Functional testing was performed on the returned devices and it was determined they failed functional testing and could not be disengaged. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number was provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient weight is not provided / unknown. Initial reporter¿s title first name last name and email address are not provided / unknown.

Event description:
Doctor indicated that during the surgery, the otl3.0-s insertion tool was stuck in the implant. Doctor used another tool and another implant in stock to complete the procedure. Tooth location # 3.